Event description:
The customer reported to olympus that the device was displaying a noisy image. Upon inspection service also found debris/foreign material/corrosion on the electric contact part of the video connector and breakage of a circuit board. Additional information has been requested from the reporter. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event, there was generation of noise (including horizontal stripe noise/ grid noise/ vertical stripe noise) where the subject cannot be recognized. Additionally, there was debris/foreign material/corrosion on the electric contact part of the video connector and breakage of a circuit board, which are reportable events. Service also found physical stress, deterioration or breakage of the adhesive (chemical stress / physical stress), looseness of the insertion pipe, the angle wire became longer than normal, and deformation or breakage due to physical stress (handling problem). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect of the image sensor unit, failure of the internal board of the video connector, or the system caused the event. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.